Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device would power off after the first voice prompt. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to a distributor that the customer's device showed a charge-pak and an attention icon in the readiness display. During device evaluation, physio-control observed that the device powered off automatically after the first voice prompt. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device to only momentarily power on. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to one of the internal hybrid layer capacitor (hlc) batteries, designator bt3 having become resistive. This hlc battery, designator bt3 being resistive, caused bt3 in the charge-pak battery charger to deplete and the device to only power on momentarily. A replacement device was provided to the customer under warranty.